Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but was suspected by the physician that the dissection was due to one of the stiff wires used to straighten the tortuous vessels. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in denmark, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During the procedure, it was difficult to access the femoral arteries because of tortuosity and calcification and old scaring from a previous pci, which had led to a surgical procedure in the right groin. After the tavi procedure, the patient experienced pain in the right leg and it was feared that the femoral artery was closed. An acute CT was ordered, which showed that there was a dissection in the descending aorta. While waiting for an evar procedure to close the dissection, the patient had a cardiac arrest and could not be revived. It was confirmed that there was no malfunction on the edwards device used. It was suspected that the dissection was due to one of the stiff wires used to straighten the tortuous vessels.